Event description:
It was reported that prior to the event, the intra-aortic balloon (iab) was prepped; the hospital staff attached the one-way valve, and aspirated twice while the iab was inside the tray. The iab was removed from the tray "straightly with grasping closely." After the iab was removed from the tray the membrane "unwrapped at the entrance of the sheath introducer." As a result, this iab was not inserted. The md requested another 30cc iab and the insertion was successful. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.